Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: mini-open oblique lumbar interbody fusion (olif) approach for multi-level discectomy and fusion involving l5¿s1: preliminary experience. F. Zairi , t.p. Sunna*, h.j. Westwick , a.g. Weil , z. Wang , g. Boubez , d. Shedid. N=1: cage migration.